Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported perforation remains unknown.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
Related manufacturing ref: 3008452825-2019-00641. During an atrial fibrillation ablation procedure, a perforation of the aorta occurred during transseptal puncture. The puncture was too anterior and a perforation was confirmed via fluoroscopy. The patient was transferred to cardiac surgery for repair and is in stable condition. There were not any performance issue with any abbott devices.